Manufacturer narrative:
Date of event estimated using the first day of the month on which the devices were returned. The synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, returned device analysis revealed that the stent was damaged.